Manufacturer narrative:
Add'l PMA number: p040024.

Event description:
On (B)(6) 2011, a spontaneous report was received from a physician's office manager regarding a (B)(6) old female who received an injection of restylane (crosslinked hyaluronic acid dermal filler). Medical history included no known allergies, fibromyalgia and previous injection of botox (onabotulinumtoxina) to an unk site with no adverse response. The pt's skin type and concomitant medications were unk. The pt received an injection from a 1 ml syringe of restylane (amount injected unk) on (B)(6) 2011 to the left and right nasolabial folds. No pre-procedure medications were used and no add'l procedures were performed at the time of implantation. On approx (B)(6) 2011, after the implantation, the pt noticed a little swelling to the left upper lip area. The pt did not report the swelling to the injecting physician at that time. On (B)(6) 2011, the pt returned to the injecting physician's office for a routine f/u and it was noted that the pt's left upper lip was swollen, firm and had a marble sized distribution of restylane in the area. No treatment was provided. On (B)(6) 2011, the pt was evaluated by the injecting physician and it was noted the pt's left upper lip was red and tender. The injecting physician diagnosed a small marble sized abscess in the subdermal plane of the lateral left upper lip. The abscess was subsequently aspirated and the fluid was sent for testing. The pt was prescribed cephalexin 500 mg orally every six hours for 20 days. On (B)(6) 2011, the injecting physician reported that the gram stain results of the aspirated fluid showed polymorphonuclear neutrophils (pmn), but no bacteria. The abscess was deemed sterile and the injecting physician believed the pmn was possibly correlated to the pt's underlying fibromyalgia. The pt visited the injecting physician again on (B)(6) 2011 and had 1/2 cc of serosanguinous fluid aspirated. The fluid was not sent to the laboratory, as the injecting physician felt there was no need because, the abscess was beginning to resolve. The redness, firmness and tenderness were considered resolving. The injecting physician felt the treatment with restylane caused the reported events. The injecting physician assessed the severity of the events as moderate to severe. The severe assessment was due to the visual appearance of the pt's abscess. The lot number was 10430-1 and the exp date was unk.